Manufacturer narrative:
Become aware date updated to reflect date provided for device evaluation.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported.